Event description:
It was reported that, during patient use, the ventilator had an erratic and unreadable display. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision to resolve the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.